Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test and prime test. However, insulin pump received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. Customer states that the blood glucose reading is normal. Nothing further reported.